Manufacturer narrative:
The insulin pump passed displacement test. The insulin pump passed the error test. No alarms noted. The insulin pump passed the self-test. The insulin pump received with normal operating currents. Insulin pump had alarms at the alarm history file. The insulin pump alarmed due to a corrupted history file. The insulin pump received with cracked case at the reservoir tube window corners, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer received an unexpected restart alarm, signal too low alarm, and a spanish anomaly alarm. Insulin pump would be replaced.